Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. The present power module has been dismantled and checked for conformance to our specifications. All concerned components were found to be in compliance with the technical drawings and specifications. But on one of the electronic components a little splash of tin was noticed and we can only assume that this spot caused the power module to fail.

Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: the power module for trs does not function properly. Sometimes the motor does not turn.